Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the physician used rescue forceps to adjust the stent.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered proximal release stent was implanted in the esophagus to treat a malignant tumor during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not dilated prior to stent placement. During the procedure, the radiopaque markers did not indicate the exact place where the coverage of the stent was after full deployment. The stent was 2cm below the markers and was not covering the stenosis. The physician then used rescue forceps to adjust the stent, and the procedure was completed. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered proximal release stent was implanted in the esophagus to treat a malignant tumor during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not dilated prior to stent placement. During the procedure, the radiopaque markers did not indicate the exact place where the coverage of the stent was after full deployment. The stent was 2cm below the markers and was not covering the stenosis. The physician then used rescue forceps to adjust the stent, and the procedure was completed. There were no patient complications reported as a result of this event. Additional information received on january 7, 2025. It was reported that the patient's anatomy was stenotic but was not tortuous and the procedure performed was esophagogastroduodenoscopy (egd).

Manufacturer narrative:
Block b5 was updated based on the additional information received on january 7, 2025. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the physician used rescue forceps to adjust the stent.